Manufacturer narrative:
Initial reporter email: (B)(6). Initial reporter facility name: (B)(6) h.6 investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."

Event description:
It was reported that while using an unspecified bd vacutainer® lh pst¿ ii plus blood collection tube the inner gray part of the tube remained when it entered the instrument. The following information was provided by the initial reporter: a vacuum tube with a mint green cork (lid (B)(6)) runs on the automation and the cork breaks during the wiping process. The inner grey part remains in the tube when it enters the cobas instrument. The vacuum tube is not saved, which means that the product cannot be identified. Nevertheless, we choose to include the information in this notification for awareness of the problem.